Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that the enteral feeding pump had a blank screen when turned on. No patient was involved.

Manufacturer narrative:
One kangaroo joey was received with a complaint of ¿screen blank when powered on.¿ this complaint has been verified as the display was completely black when powered on. The cause has been isolated to the liquid crystal display. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.